Event description:
During the af procedure, air was aspirated from the introducer when attempting to draw blood after the puncture. Despite multiple attempts, air continued to be aspirated. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the air leak incident could not be conclusively determined.